Manufacturer narrative:
The device that was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include a component failure. No lot/serial number has been provided; therefore a review is not possible. A complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. Instructions for use contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during npwt with renasys go is displaying "device failed". Patient spoke to the health care professional and was informed to put on a wet to dry dressing. No further information is available.